Event description:
It was reported that the cassette's connection to the coupling piece (into the bionector) came off and the antibiotics leaked during use on the patient. No patient injury was reported.

Manufacturer narrative:
No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One (1) photo was attached to the complaint created; the photo was provided by the customer. The photo was used to conduct the device analysis since the physical unit was not returned. The photo shows an administration set. The whole device was visible, the distal end male luer was observed to be detached from the tube. The reported failure mode was confirmed. No product, however, had been returned for functional test, and no other analysis was performed. After reviewing the mitigations that are performed during the manufacturing process to detect damaged component, the root cause cannot be determined based on the photos provided by the customer. No corrective actions were required since the mitigations in place were revised and are being executed as is determined by procedure. The failure will continue to be monitored to determine if new actions need to be taken. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).